Event description:
The following has been reported: power board was damaged. Pump does not turn on after swapping batteries and charging. Opened pump up to find that power board was damaged, pins connecting power board to output board had snapped off. Pump had fluid/blood ingress, had to clean inside of pump. Unable to pass flow rate test. Flow output too high. Recalibrated flow rate and restarted testing. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.